Event description:
Patient revised because of bilateral infection and polyethylene wear.

Manufacturer narrative:
No products were returned. The investigation could not verify or draw any conclusions about the reported infection; however, infection after 10+ years implantation is unlikely to be product related. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.